Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during low anterior resection procedure, the surgeon fired the device in the rectum to perform anastomosis in the distal sigmoid and rectum. When the surgeon observed the firing, the device had cut and stapled but the staple line did not form and the staple line was open. The staples appeared to be malformed. They transection was very low in the pelvis and surgeon attempted to hand sew over the distal staple line, he could not get another device in that area to attempt another firing and create a new anastomosis. There was no other anastomosis option and the patient now has a permanent colostomy. There were no issues during firing the device and no clips or staples present in the area. No unusual noises were heard. The patient¿s tissue had been radiated and the surgeon stated that the tissue quality was poor. The device is being held at the account in risk management.

Manufacturer narrative:
(B)(4). Additional information: three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was used for this transection? Was the transection completed in 1 or multiple firings? Was the device difficult to close or difficult to fire? Please identify staple form observed. Additional information was requested and the following was obtained: account confirmed they are willing to allow non-destructive analysis of the device. The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.